Manufacturer narrative:
On 08/19/2016 a medtronic representative, following-up at the site, reported on the patient's left side, there was alleged a 5 millimeter inaccuracy, with the tip of the screw facing the "cranio" side. There was no inaccuracy alleged on the right side. The surgeon replaced the screws accurately. Delay of therapy was unknown by the site representative reporting. On 08/23/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/02/2016 a medtronic representative, following-up at the site, reported the type of screwdriver was vertex screw. The surgeon used the 2d image for surgical. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon's screw placements were allegedly inaccurate. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour.